Event description:
Boston scientific received information that this right atrial lead was explanted with no product allegation. Additional information received indicates the lead was not sutured properly in the pocket during initial implant which caused dislodgement. This was noted as an operator error with no allegation against the device. The right atrial lead was explanted and was replaced with a new lead. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The event and explant dates provided did not make sense so they were left off of this report.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.